Manufacturer narrative:
The review of the event details and description of the product showed that the event was not related to an atrium medical product. After several attempts to contact the hospital's initial reporter it was confirmed that the complaint was not due to an atrium product and that the complaint was sent to atrium in error. The complaint is on the pulse oximeter device. This medwatch is being submitted to clarify the error and to link this with the user facility.

Event description:
Report received stated a patient (pt) had a pulse oximetry (ox) of 81% on the monitor. The arterial blood gas (abg) test had a saturation level of 95.4%. 55 minutes later, the pt had a pulse ox of 63% on the monitor and an abg test done with a saturation level of 78.4%. Pt had an emergent bronchoscopy started about an hour later that resulted in the pt saturation levels on the monitor dropping to 70%. The pt was bagged with a bag equipped with a peep valve by the radiology technician (rt) and the medical doctor (md). The pt's saturation levels continued to drop and the nurses changed the pulse ox cable, and the probe for the ear sensor to a regular finger sensor on the right hand to regular sensor on the left hand. A pediatric sensor placed on the right hand obtained a poor pleth and saturation level of 70%. An abg test done had an o2 saturation level of 100%. Rt obtained an independent pulse ox box and it would not pickup a saturation level or pleth from any site on the pt.